Event description:
Per the clinic, the patient experienced a wound at the magnet site. Subsequently, the patient was administered with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.